Event description:
It was reported that the pump piston continues to move forward after reservoir contact and insulin is squirting out during manual prime. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unable to prime during prime test due to faulty fsr (gold). Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.